Event description:
Plaintiff reports initial bilateral implantation 5/31/79, with explant 10/30/92. Plaintiff alleges "injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."

Manufacturer narrative:
H3: received per litigation. No customer contact allowed.